Manufacturer narrative:
(B)(4). The device will remain implanted in tachy mode set to monitor only. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to monitor only due to hospice. Upon interrogation, it was found the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported the patient is not reliant on pacing. No adverse patient effects were reported.

Event description:
--